Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen (unknown concentration, dose, and lot number) in an implanted pump for intractable spasticity and stiff man's syndrome. Concomitant medications taken at the time of the event and medical history were unable to be obtained. The patient experienced lack of efficacy and baclofen withdrawal. It was noted the patient had a fusion and the catheter was not cut. After the procedure the patient felt a lack of efficacy (date unknown). A dye study was performed and the catheter could not aspirated. The patient was referral to a surgeon to fix the catheter. The issue was considered to be unresolved as of (B)(6)-2016. The patient's status at the time of the event was stated to be alive with no injury. The revision took place on (B)(6)-2016. The catheter was able to be aspirated, so the pump connector was replaced and would be returned to the manufacturer.

Manufacturer narrative:
Analysis found catheter body damage to transition tube. Of note is the portion of the transition tubing beneath the strain relief shroud is intact and unaffected by the tearing seen external to the strain relief shroud. There was no occlusion noted during testing/analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.